Event description:
A user facility reported to olympus, the tracheal intubation fiberscope had damaged curve part. Upon inspection and testing of the customer returned device, coating on the insertion section tube was found peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, angle wire longer than normal, bending rubber damaged-metal not protruding, cut/wrinkles of the insertion section, peeling off the coating on the insertion section, discoloration of the light guide lens, abnormal appearance of the control section including the switch damaged /corroded, cracked/scratch to the eyepiece section of the scope, air/water leakage in the control section (grip part / each valves / around instrument channel port), and air/water leakage from the insertion tube/bending section. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the stress of repeated use, external factors, or handling caused the indicated phenomenon. Olympus will continue to monitor field performance for this device.